Event description:
When the rotablator system burr was being removed from the pt, the burr could not be pulled back through the guide. The guide wire tip fractured and remains in the pt. No pt injury or complication was reported.